Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed via the submitted log files. A root cause for the reported events could not be determined through this evaluation. Two sets of submitted log files were reviewed, and the pump appeared to be operating as intended at the set speed for the duration of data reviewed. The event log files did not contain data from the time of the reported events, as this was overwritten by new events. No low flow events were captured, and there were no indications of an obstruction observed in the data reviewed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, the physician declined to provide further information. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently admitted due to decreasing flow. The patient had multiple low flow alarms on (B)(6) 2025. The site was concerned about the possibility of obstruction. The site also reported a low flow alarm at 03:00 on (B)(6) 2025. The site noted that when attempting to load pulsitility index events nothing would load prior to 08:00. The site attempted to swap out the monitor, power module, and the patients cables, which did not resolve the issue. The log file did not capture any notable drops in flow, it was noted that previous alarms and pulsitility index values may have been overwritten by later events. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.